Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device and/or serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during implant attempt of the device and possible lead the patient experienced diaphragmatic stimulation. The system was removed and a competitor system was implanted. No further patient complications were reported as a result of this event.